Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultra verio iq meter had a battery charge issue. The complaint was classified based on the customer care advocate (cca) documentation and the cca attempting to follow up with the patient on this medical surveillance specialist behalf. The patient reported the issue began on (B)(6) 2015 at 2 pm. The patient manages her diabetes with insulin (self-adjuster). The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The reporter claims the patient developed symptoms of ¿high readings¿ 24 hrs after the product issue occurred. The patient denied receiving medical treatment due to the product issue. No other device was used. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used, there was no misuse of the product, the meter did not turn on with the power button, the customer did notice the battery indicator or battery message, and the correct test strips were being used. The cca walked through a retest and the meter did not turn on. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient's reported symptoms do not meet lifescan's criteria for a serious injury nor did she receive medical intervention. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.